Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer's blood glucose (bg) level was impacted (300 mg/dl). Manual injections were used to address bg level. It was indicated that he customer would use a different insulin pump until the replacement pump was received.